Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model ed34-i10t2-us is available in the USA with a 510k number k192245. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb disconnected wires. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd drive pcb. In addition, our technician confirmed that the ground wire coating damage, the light guide cable coating damage, the distal body broken, the lg connector broken, the lcb distal cover glass broken, the angle wire play, the segment crushed, the lcb (light carrying bundle) crushed, the operation channel (primary) leak, the junction case leak, the objective lens scratched, the lcb distal cover glass dirty, the lg prong top loose, the ethylene oxide gas valve (eog) loose, the remote control buttons disinfections damage, the root brace rubber (lg connector) disinfections damage, the distal body worn out, the light guide cable lump/wave, the root brace rubber (insertion flexible tube) discolored, the root brace rubber (lg control body) discolored, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure (blackout).